Manufacturer narrative:
The preliminary analysis suggests that the residual longevity was underestimated.

Event description:
On (B)(6) 2018, during a standard follow-up, this device was found with an estimated time to rrt (recommended replacement time) of one year and one month. While considering the very high left ventricular output (7 v at 1.00 ms), it seemed to the physician to be a too short residual longevity. About 7 months before, with similar electrical and programmed parameters, the expected time to rrt was of 2 years and 7 months.

Event description:
On november 26th 2018, during a standard follow-up, this device was found with an estimated time to rrt (recommended replacement time) of one year and one month. While considering the very high left ventricular output (7 v at 1.00 ms), it seemed to the physician to be a too short residual longevity. About 7 months before, with similar electrical and programmed parameters, the expected time to rrt was of 2 years and 7 months.

Event description:
On november 26th 2018, during a standard follow-up, this device was found with an estimated time to rrt (recommended replacement time) of one year and one month. While considering the very high left ventricular output (7 v at 1.00 ms), it seemed to the physician to be a too short residual longevity. About 7 months before, with similar electrical and programmed parameters, the expected time to rrt was of 2 years and 7 months.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, during a standard follow-up, this device was found with an estimated time to rrt (recommended replacement time) of one year and one month. While considering the very high left ventricular output (7 v at 1.00 ms), it seemed to the physician to be a too short residual longevity. About 7 months before, with similar electrical and programmed parameters, the expected time to rrt was of 2 years and 7 months.